Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (prompt to press response buttons / service codes 202 and 112) has been confirmed. As received, the monitor was resetting. Upon evaluation, the monitor exhibited a flash memory failure at bga components u102 and u105 on computer / analog (ca) board sn (B)(4). The cause of the prompts to press the response buttons is the monitor resetting while in use in the field. The root cause for the flash memory failure could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor continued to prompt to press the response buttons and produced service codes 202 and 112.